Event description:
This event was captured based on literature review. It was reported that a single-center non-randomized study identified a total of 802 patients with chronic total occlusion (cto), of which 273 received either unspecified xience v stents or unspecified promus stents between 2003 to 2010. Clinical outcomes were as follows: thirty (30) patients with in-stent restenosis/reocclusion. Thirty one (31) patients with target cto vessel revascularization. One (1) patient with myocardial infarction. Three (3) patients with cardiovascular death. Thirty four (34) patients with major adverse cardiovascular event (including tvr, nonfatal mi, cardiovascular death). No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of occlusion, restenosis, and myocardial infarction as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The promus device referenced is being filed under a separate medwatch report. The additional adverse patient effect of death referenced is being filed under a separate medwatch report.